Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead; the explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient was experiencing pain and had developed an infection at the midline incision. Symptom of fluid leaking was noted. The infection was believed to be not device related. Closure from the surgery was believed to be the cause wherein the incision did not heal properly. The patient was prescribed antibiotics. The patient underwent an explant procedure. No device malfunction was suspected.